Event description:
Trial cutting guide broke upon insertion into femur. A second set of tcg instruments were available, so only delay was to retrieve the instruments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event was confirmed. The returned device was confirmed to be fractured. The fractured portion was returned with the device. The investigation concluded that the instrument fractured in overload due to bending from user misuse and/or mishandling. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Trial cutting guide broke upon insertion into femur. A second set of tcg instruments were available so only delay was to retrieve the instruments.

Manufacturer narrative:
Corrected data: this event is in regard to a malfunction of the trial cutting guide. Type of reportable event was corrected from serious injury to malfunction to reflect this.

Event description:
Trial cutting guide broke upon insertion into femur. A second set of tcg instruments were available so only delay was to retrieve the instruments.